Manufacturer narrative:
The customer returned the suspected contour next usb meter for evaluation. The returned meter was tested using the in-house fixtures which showed that the meter's hardware performed as expected. The returned meter was then tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing and the results obtained with the fixture test were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next usb meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from canada called on behalf of the customer to report that his blood glucose readings were not being stored in the memory of the contour next usb meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.